Manufacturer narrative:
It was reported the patient underwent revision surgery to replace the magnet on (B)(6) 2019. This report is submitted october 02, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5tesla). The implanted device remains.